Event description:
Patient states that she received synvisc injection on (B)(6) 2017 in right knee and was unable to walk or bear weight on the leg (B)(6) 2017. Patient followed up on (B)(6) 2017 stating that following acetaminophen and ibuprofen use and ice, that she still has unbearable pain (10/10).